Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). The patient was admitted to the hospital on (B)(6) 2018 for hypothermia, encephalopathy, and diabetic ketoacidosis state. The patient glucose was greater than 1500 mg/dl and he was given an IV insulin drip. On (B)(6) 2018, the result at 1:12 am was 179 mg/dl. A venous sample was drawn at the same time and the result was 118 md/dl. At 4:08 am, the result from the meter was 34 mg/dl. At 4:10 am, a venous sample was drawn and the result was 31 mg/dl. At 4:11 am, the result from the meter was 218 mg/dl. At 4:25 am, the doctor reported the patient was experiencing a hypoglycemic episode. The patient was diaphoretic, but was responsive and lucid. He was able to answer all questions asked correctly. His temperature also dropped from 37 degrees celsius to 34 degrees celsius. Due to the patient showing signs of hypoglycemia, an insulin drip was stopped until his blood sugar reached 150 mg/dl. He was also placed on oxygen and given warm blankets at the same time. The patient is currently ok and there was no allegation of an adverse event. The customer stated the patient had decreased peripheral blood flow due to the hypothermia. She stated when she touched the patient's hand it was extremely cold. The suspect vial of test strips was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Two vial of the customer's strips were received for investigation and were tested with a retention meter and control material. Control ranges: level 1 30-60 mg/dl. Level 2 261-353 mg/dl. Vial 1 (2 strips returned) results: level 1 ¿45 mg/dl. Level 2 ¿ 293 mg/dl. Vial 2 (14 strips returned) results: level 1 ¿45, 43, 44 mg/dl. Level 2 ¿ 297, 302, 303 mg/dl. All returned results are within acceptable range. As the customer stated the patient had decreased peripheral blood flow, this may be a cause for the result discrepancy. Other possible causes include traces of food on the fingers or fatty residues from skin cream products or glycolysis occurring between the measurements. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.